Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2/3. The home patient (hp) stated there was a clamp open on an unused line. The technical service representative (tsr) instructed the hp to cycle power. The hp confirmed to finish therapy with manual exchanges and to notify the peritoneal dialysis nurse (pdrn). On (B)(6) 2010 product surveillance spoke with the hp's pdrn who stated the hp was okay and has continued therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable because there was an open clamp on unused supply line. The homechoice apd systems patient at-home guide instructs users to close all clamps on unused fluid lines securely. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).